Event description:
Report received indicated that balloon was reported to have ruptured. The intended procedure was angioplasty of the iliac artery. The vessel was severely calcified, mildly tortuous and had a 90% stenosis. No anomalies were noted during inspection of the balloon catheter prior to use. The catheter was advanced to the lesion and inflated with an indeflator, however, the balloon ruptured below nominal pressure.

Manufacturer narrative:
It is unknown if any difficulty was encountered as the catheter was advanced to the lesion or while crossing the lesion. The device was not returned to cordis for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan including burst test values. In this case, the lesion and vessel characteristics may have been a contributing factor to the reported balloon burst.